Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 477 mg/dl at the time of incident. The customer did not provide the symptoms regarding high blood glucose. Customer stated that the meter could not connect to insulin pump customer consider gave manual shot through syringe, customer did not know how much insulin to gave herself with the reading. Customer was advised to speak with healthcare professional. Customer would like to contact healthcare professional to get insulin amount. The insulin pump was not returned for analysis.